Event description:
Customer alleged the board smoked and is darkened. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5lxo2, serial number/date code (B)(4) is approximately 2 years 9months old. The owner's manual part number 1118389 rev c (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the unit was in the shop at the time of the incident. The board allegedly smoked and became darkened. The dealer was checking the purity and when he took the cabinet off he noticed that it was smoking and burnt. The unit is being returned to invacare for an inspection and evaluation.